Event description:
It was reported that the occlusion sensor seal was bubbling up. No patient injury reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#:(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper seal was missing. During functional check, the reported problem was verified. Performed no disposable alarm testing of pump as per procedure. The downstream occlusion sensor seal is starting to bubble up. Root cause is normal wear. Replaced downstream occlusion sensor and seal. A non-conforming report was opened to investigate downstream occlusion sensor seal issue.